Event description:
A (B)(6) patient experienced peritonitis manifested by abdominal pain and cloudy (B)(6) effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized and treated with unspecified antibiotic therapy for the event. Patient outcome and action taken with (B)(6) therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.